Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "capsular contracture baker grade 3."

Event description:
Healthcare professional reported left side "capsular contracture baker grade 3". Device remains implanted.

Event description:
Healthcare professional reported left side " baker grade 3 caps con". Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on jul 14, 2021 with lot number 2961435. Visual analysis of the returned device identified; fold creases, deformation, weight within specification. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.